Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that the customer received a cartridge alarm (alarm 1). Subsequently, it was reported that multiple malfunction alarms occurred. The customer reverted to manual injections for insulin therapy.